Event description:
It was reported that oversensing and noise reversions were observed on the right ventricular (rv) lead. A procedure to revise the rv lead was completed. During the procedure, a significant insulation abrasion was observed. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.